Manufacturer narrative:
The device was returned for analysis. Visual, microscopic, and functional inspection was performed on the device. The wire returned inside the delivery sheath with retrieval sheath for the analysis and the filter bag came back in deployed state. The spring tip was bent and stretched. The wire was bent, and it was observed exposed through the sheath slit. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope it was observed that the spring tip was bent and stretched. Sheathing/unsheathing test could not be performed due the wire was exposed through the sheath slit. No more damages were observed.

Event description:
It was reported that a device fracture occurred. A 190 cm filterwire ez was selected for use. During the procedure, it was extremely difficult to open it and, when insisting, the material broke. The filter was removed, and the procedure was completed with another filterwire ez. There were no patient complications reported post procedure.

Event description:
It was reported that a device fracture occurred. A 190 cm filterwire ez was selected for use. During the procedure, it was extremely difficult to open it and, when insisting, the material broke. The filter was removed, and the procedure was completed with another filterwire ez. There were no patient complications reported post procedure.